Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided assistance with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to report if any issues arise again.